Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant at fractured at the collar and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned products identified fracture around the collar and bone/blood residue around the external threads due to usage. Additionally, screw fragment was identified in the implant drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. The reported device had been placed on tooth # 19 for approximately 8 years. X-ray/picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the the implant fractured at the collar and was removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.